Event description:
A lesion in the right coronary artery was pre-dilated with a 3.0mm x 16mm ptca balloon. Another manufacturer's stent was inserted but was unable to cross the target lesion. Therefore, a s670 stent was then inserted and deployed at 16atm of pressure, which is above rated burst of 15atm. After the deployment of the stent, a dissection was noted at the distal end of the stent. Subsequently, a 4.0mm diameter by 9mm length s670 stent delivery system was inserted to treat the distal dissection, however, the stent dislodged when it caught on the previously deployed stent and guide catheter. Attempts to retrieve the undeployed stent were unsuccessful and there was no additional treatment performed. The patient was reported to be stable post procedure and was discharged home 2 days later. Separate medwatch reports have been sumitted for each device involved in this event.